Event description:
It was reported that this event involved a male pt with a right subclavian insertion site. The spring wire guide (swg) unraveled in the withdrawal of the catheter. As a result, the catheter was replaced. The pt outcome was "not informed." Additional information received on 09/16/2010 from the distributor stated the doctor advised that he had great difficulty at the time of catheter insertion. The swg unraveled even without the needle. Further information received on 9/17/2010 from distributor stated that there is no further information about this case.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.